Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a prime (loss of prime) issue. The pump was reportedly emitting recurring loss of prime warnings with multiple cartridges. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: there were no unexplained loss of primes observed in the black box. A rewind, load cartridge and prime sequence were successfully completed. The force sensor calibration test confirmed that the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and no damage was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).